Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed. A field service engineer shut down the station and removed the latch column. All latch switches were cleaned, conductive grease was applied, and connections were tightened. The latch column was then reinstalled, and the station restarted. Tower doors were tested using the hardware test application, with all doors opening and closing without issue. An acceptance test was successfully completed, and the application was restarted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was repeatedly failed, machine was rebooted but unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.